Event description:
The registered nurse mentioned that the patient line had a lot of air in it while discussing a check your position alarm with baxter's service center. The global technical service representative (tsr) had the registered nurse (rn) pull up and down on the lines near the door, close and open the transfer set, and check the patient line for air or fibrin. Per the rn, the home patient (hp) had an extension line that was left from previous therapy which the patient line was connected to. The global technical service representative (tsr) explained to the rn that the extension lines should be new at each therapy and need to be connected when bags are connected. The rn then stated they did not know if it was an extension line but the hp did have another line connected to patient line. The tsr advised the rn would need to start over with new supplies. The tsr assisted the rn with end therapy. There was patient involvement but no injury or medical intervention was reported. Product surveillance contacted the primary nurse on (B)(4) 2013 regarding the reuse of supplies and the air in the patient line. The primary nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available.